Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and deflation. . These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "pain and very hard left side" baker grade unknown. Additionally, healthcare professional reported left side deflation. Device remains implanted. This record if for the left side.